Manufacturer narrative:
The concomitant product: smart touch unidirectional; model# d-1336-02-s, lot # 16100543m; (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that high temperature reading of 46 degree celsius displayed on the stockert generator when they come on ablation and that high force reading of 56 grams displayed on the carto 3 system even when there was not much contact force applied. The ablation cable, redel cable, and the rf adapter cable were exchanged with no resolution. Follow-up was performed and service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, that high temperature reading of 46 degree celsius displayed on the stockert generator when they came on ablation and that high force reading of 56 grams displayed on the carto 3 system even when there was not much contact force applied. The ablation cable, redel cable, and the rf adapter cable were exchanged with no resolution. The temperature cut off setting was 40 celsius. The generator was in power control mode. There was no error or warning message. The issue was resolved by exchanging the catheter and the case was completed without any patient consequence.